Event description:
It was reported that the power wheelchair is not properly positioned and preventing the drive wheel from touching the ground. Allegedly as the end user was attempting to go down a ramp the chair would not stop and almost tipped over due to the issue.